Event description:
It was reported that a malfunction alarm occurred on the customer's pump, with malfunction code 3 displayed. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer switched to multiple daily injections as a backup therapy and was sent a replacement pump by technical support.